Manufacturer narrative:
We have received the complaint device for evaluation. The centering hoops closed properly into the sheath when we attempted to replicate the reported defect multiple times. At the closed configuration, the distance between the tip of the sheath and the bottom of the retainer was measured to be within specification. We did not experience any resistance when pulling the green handle to close the hoops into the sheath. Based on our device evaluation, we could not confirm the retraction issue that was reported to us by the user. However, we have confirmed that the device could not be flushed. Upon further investigation, the internal diameter of the overlapped welded region was measured to be below our specification. As a result, the device could not be flushed. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During pre-use check, the surgeon was unable to flush the device. He was also unable to retract the valvulotome back fully.